Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, they cut out the pumps from the cardiovascular procedure kits (3 pumps were cut out of 3 kits). The customer did not want to use lot qn12 due to previous pump leak complaints. The pumps were parts of pack 70159-05, lot ra13. No pt involvement at this occurred during setup. Product was not used. Surgery was completed.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).